Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the supplies were changed to address the issue and insulin was resumed.